Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was not able to duplicate the reported issue. There was no fault found with the device. After replacing the keypad assembly as a precaution and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report that their device is intermittently responding to button presses. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.